Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) pocket site. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was kept by the facility.